Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible performance issue with the right atrial (ra) lead. The lead was removed and replaced. No further information could be obtained through follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible performance issue with the right atrial (ra) lead. The lead was removed and replaced. No further information could be obtained through follow-up attempts. No patient complications have been reported as a result of this event. (B)(6) 2018, it was further reported that the atrial lead was not capturing, and the physician chose to replace it.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.